Manufacturer narrative:
(B)(4). Berlin heart inc. (Importer) is submitting the report on behalf of berlin heart (B)(4) (manufacturer). The excor blood pump s/n (B)(4) was used from (B)(6) 2013 for 177 days. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification and no abnormalities were found in the records. By visual inspection of the returned blood pump a defect of the blood side layer of the triple layer membrane was detected. The evaluation of the blood pump s/n (B)(4) is still ongoing.

Event description:
We were informed that blood became visible in the area of the stabilization ring. The excor blood pump has been replaced due to an assumed membrane defect. By visual inspection of the returned blood pump a defect of the blood side layer of the triple layer membrane was detected.